Event description:
Customer ran a blood test on her contour system and received a result of 106 mg/dl. She then tested on a different meter and received a 60 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer strips were replaced and she is to return her strips for eval.